Event description:
Customer reported that the device was revised as a result of patient symptoms that included, gait issue, headaches, incontinence. Upon further investigation of the device it was found the catheter was coiled in the subcutaneous tissue. Additionally, the surgeon was not able to flush the visible debris free and he felt the device was not flowing properly. Patient was discharged from the hospital on 12/23 with a note indicating that she was ambulating much better.

Manufacturer narrative:
Codman has requested return of the valve for evaluation. Historically, for complaints of this nature, examinations of the valves have revealed the accumulations of biological debris within the valves, which have resulted in blockages within the devices. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.